Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor plate was damaged. Eval also revealed that the force sensor resistance reading was out of calibration. The "ezprime" functions were performed successfully several times with no alarms occurring.

Event description:
Eval revealed that the force sensor plate was damaged. Eval also revealed that the force sensor resistance reading was out of calibration.